Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the sides of the reciprocating blade were not packaged/sealed appropriately. The reported issue occurred before surgery. There was no patient harm/injury associated with the report and an alternate device was retrieved for use without delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the device history record for 12076100srt, lot number 271188, identified no relevant deviations or anomalies. Product examination could not be performed as there was no product returned for this complaint. This complaint cannot be confirmed. The root cause of the reported event could not be specifically determined with the provided information as no product was returned for this complaint. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.